Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient came in for a follow up and the device could not be interrogated. Interrogation was attempted several times with different programmers but was unsuccessful. The device was explanted and replaced. The patient was fine.